Manufacturer narrative:
Reference exemption number e2019001. Analysis was performed on the returned device. The reported black piece of the sheath came out was not confirmed as the there was no damage observed with the returned device. However, the returned suture trimmer dis-assembled to verify all pegs are accounted for, it was confirmed that one of the pegs was separated and one was bent thus contributing the reported black piece of foreign material. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported black piece of material was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. G9: reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
A proglide device was flushed during prep and while flushing the sheath a black piece of the sheath came out. The device was not used in patient and another proglide device was used successfully. No additional information was provided.